Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that twice during use, the bd alaris smartsite gravity sets tubing had broken off of the drip chamber during the patient's infusion and IV fluid was dripping. The following information was provided by the initial reporter: tubing had broken off of the drip chamber during the patient's infusion and IV fluid was dripping onto the ground instead of into the patient.

Event description:
It was reported that twice during use, the bd alaris smartsite gravity sets tubing had broken off of the drip chamber during the patient's infusion and IV fluid was dripping. The following information was provided by the initial reporter: tubing had broken off of the drip chamber during the patient's infusion and IV fluid was dripping onto the ground instead of into the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 10aug2022 h6: investigation summary one sample was received with the complaint of separation. The drip chamber separation was noticed when the sample was received and verified the complaint. The set was analyzed under microscope to further evaluate the failure. The root cause was attributed to the solvent assembly process. There was not enough solvent applied to the connections. Several variable were found that could affect the performance of the solvent dispenser, and a quality improvement plan is now underway to mitigate the risk of recurrence. A device history record review for model 47177e lot number 22019321 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31jan2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h.10